Manufacturer narrative:
(B)(4). Inherent risk of procedure (arterial occlusion, renal failure), patient's condition affected effectiveness of device (required a snorkel technique to ensure perfusion to the right renal artery), caused by another drug/device (another manufacturer's stent), device failure/lack of effectiveness related to patient condition (required a snorkel technique to ensure perfusion to the right renal artery), another device caused failure (another manufacturer's stent).

Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. Aneurysm and vessel morphology were not reported. The evar procedure was completed with a "snorkel" technique involving the right renal artery with another manufacturer's stent. The left renal artery was patent. It was reported that the other manufacturer's stent occluded on the right side and caused the kidney to infarct post implant on an unknown date. Currently no intervention is planned and the physician stated the patient's creatinine level is stable at 1.3. The patient will continue to be monitored by the physician. Exact date of event is unknown.